Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly, no delivery alarm. The customer¿s blood glucose was 422mg/dl at the time of incident. Customer stated that the insulin pump keypad is unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with no button response due to flattened act and esc buttons dome switch (no creased ) and lcd connector unlocked. Unable to confirm excessive no delivery alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.